Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to a specific station due to the error message: "unable to open database ". A technical support specialist dialed into the station, checked the datasync debug log, and verified that the station was not in disconnected mode or critical override. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the user was unable to log in to a specific station. The customer reported that this malfunction occurred when the user was trying to issue medication to a patient , but there was no delay since the user obtained medications from another station. There were no adverse events or injuries reported based on this event.